Event description:
It was reported that the top part of expander was broken intra-op. All broken fragments were retrieved. The surgery was completed successfully. No adverse consequences to the patient was reported.

Manufacturer narrative:
Method: visual inspection, material analysis (similar complaint device), product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported event was confirmed upon visual inspection of the returned device. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. A materials analysis performed on previous similar complaint determined that the shaft fractured away from the knob in a ductile overload mode likely caused by multiple directional forces applied onto the knob. The hardness and material were as specified on the print. No material or manufacturing defects were found. It was also reported that the instrument was impacted during use and instrument has been used about 120 times in last 5 years. Conclusion: based on the provided information and the age of the device, the plausible root cause of the reported event is normal wear and tear.

Event description:
It was reported that the top part of expander was broken intra-op. All broken fragments were retrieved. The surgery was completed successfully. No adverse consequences to the patient was reported.